Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the patient's pain had worsened due to medical illness. The hcp stated the patient was not in withdrawal and was not itching all over their body, just a small area. Regarding the symptoms (pain and itching) the hcp was asked to clarify if there was a device issue, patient issue, or therapy issue, and the hcp replied "no evidence of pump." It was indicated the pain and itching had not resolved. Regarding troubleshooting or diagnostic work performed, the pump was interrogated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 3000 mcg/ml of baclofen at 781 mcg/day and 3000 mg/ml of dilaudid at 781 mg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported a motor stall was seen at initial interrogation and the patient had recently had a magnetic resonance imaging procedure (MRI). The patient had an MRI on (B)(6) 2018 and the pump was not checked afterwards. The patient was in the office (B)(6) 2018 and the logs showed a recovery occurred at the time of interrogation with the clinician programmer. A stopped pump period message was also seen in the logs. Telemetry state was reviewed. The patient had not heard an alarm. It was indicated the patient was reporting pain; however, the healthcare provider stated the patient was not in withdrawal. It was reviewed the symptoms were not likely related to the telemetry state as it would be expected that the patient was getting drug during the last time frame. It was also indicated the patient did have itching on one side of their flank. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative. It was reported the patient did have an increase on (B)(6) and had two drugs in her pump. It was indicated the patient was in the intensive care unit (ICU), and the ICU would like to have the pump interrogated just to help clarify the picture in a complex critical state. It was reported that the patient was on high-dose pressors (vasopressor) and they suspected the patient had an infection. It was indicated the patient also had elevated troponins and was taking oral narcotics without telling the representative. Additional information was received from the healthcare provider via the manufacturing representative. The rep reported the infection had not been confirmed; however, the rep spoke with the intensive care unit (ICU) that morning ((B)(6) 2018) and the doctor believed there was an infection, and did not believe it was related to the patient's pump. It was reported the rep went to the ICU the day before ((B)(6) 2018 and assisted the doctor with reducing the pump by 8%, which was the only new variable introduced since (B)(4). It was confirmed that the patient had a mi (myocardial infraction) the night before ((B)(6) 2018) and the patient was moved to another hospital. The healthcare provider did not believe the myocardial infraction was at all related to the pump.